Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The mfg eval evaluated the noncomformance and accepted use as is because the undersize condition of the raw material does not affect the finished part quality. The product development visual inspection revealed nicks, scratches and wear on the gold handle and on the shaft. The product investigation revealed the complaint to be indeterminate.

Event description:
It was reported that the set screw at the top of the helical blade inserter. The surgeon was able to finish the procedure w/o any harm to the pt.